Manufacturer narrative:
Concomitant medical products: w1dr01, implanted (B)(6) 2020; 4965-35 lead, implanted (B)(6) 1997; 4965-35 lead, implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds and non capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.